Manufacturer narrative:
On-site investigation was performed by our field service engineer. Initially, it was claimed that air gas module was contaminated with oil coming from the hospital's gas system. In further handling of the complaint, it was clarified that our device was not affected by oil - the oil did not get inside gas module and replacement or cleaning of air gas module was not necessary. The user cleaned the oil from gas system and installed oil trap filter on air hose to prevent getting the oil inside the device. Inspection did not reveal any unexpected issues related with air gas module's malfunction. A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: previous brand name: servo-I corrected brand name: servo-I base unit d4 ¿ version or model #: previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).